Event description:
Procedure type: laparoscopic appendectomy. According to the reporter: the device was loaded and handed off and placed down the trocar. The jaws were closed around the tissue, fired and the jaws would not open. Black knobs on the handle never advanced during the firing sequence. Could not open the device as it stayed locked down. Two additional trocars were added to insert another instrument and another endo gia to fire on the side of the existing reload to release the stuck load. There was unanticipated tissue loss. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).